Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) which required a removal and exchange in a secondary procedure due to posterior decentration. No patient complications and no incision enlargement were reported. The patient's visual outcome was reported to be good and is doing well.

Manufacturer narrative:
The intraocular lens (iol) was returned. Visual examination of the iol was performed and there was no discoloration noted. Additionally, the lens was torn in half and appears to have evidence of ophthalmic viscoelastic on it. Manufacturing record review was performed: the review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviations or nonconformances related to the customer complaint was found. The review of the documentation for visual inspection of the lens showed that all the lenses sampled had an acceptable haze level. No deviation or nonconformance was generated. All pertinent information available to the manufacturer.

Manufacturer narrative:
(B)(4) all pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.